Event description:
It was reported that upon interrogation before an upgrade procedure, intermittent capture was observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.